Event description:
It was reported that revision surgery was performed. Following implantation, the patient experienced pain and discomfort, a fluid collection in her hip joint, and elevated metal ion levels.